Event description:
Infusion pump with a possible overinfusion found during patient use. The pump was set up to infuse 13.8ml/hour of heparin on a 500ml bag. The infusion started around 9-10, and around 1 athe nurse checked and only about 50ml's were left in the bag. The representative suspects that the pump was set at 138ml/hr instead of 13.8ml's per hour. There was no patient injury or medical intervention needed. The tubing used was baxter tubing, and is not available for evaluation. No incident reports have been filed on this pump since the last baxter service event. No additional contact information was provided.